Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced a low glucose event, announced a meal while still low, and then treated with two glucose tablets after the pump alert, returning glucose to range. The lowest glucose noted was 70 mg/dl, and the user was using a teflon inset, 23", 6 mm. Customer care provided support that included troubleshooting with the user. Investigation of this case revealed no findings available, with insufficient information regarding a device problem or specific device component involvement. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.